Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 150 mg/dl. A supply change was performed resolving the occlusion alarm. The customer alleged the occlusion alarm was due to a infusion site issue; no details regarding why the customer believed the occlusion alarm was an infusion site issue were provided. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.